Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5156779. (B)(4) samples were returned to bd to be tested. Bd leak tested the (B)(4) samples returned and was unable to duplicate or confirm the customer¿s indicated failure mode. The devices operated within specifications. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set had a leakage in the tubing during use. No injury or intervention reported.